Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 588 mg/dl. The customer experienced vomiting and dehydration, and was disoriented prior to the event. Nothing further was reported.